Event description:
Apex insert and locking bolt revision due to instability. A thicker insert was implanted.

Manufacturer narrative:
(B)(4) initial report. Additional information including explanted device details, date of primary surgery, xrays, operative notes (primary and revision), patient activity level, medical history and weight, and an update on the patient post revision has been requested in order to progress with the investigation of this event. The appropriate device details have not been provided and the relevant device manufacturing have not been identified and reviewed. If additional information is provided, conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
(B)(4): final report: a complaint was initiated for a patient who underwent a knee revision surgery on (b)(60 2023. The original surgery date is unknown. The reason for revision is reported instability. During the revision, the original tibial insert and retaining bolt were removed and replaced with new implants. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. According to the intake form, the products are not available for return and evaluation. Review of the manufacturing documentation and sterilization documentation for the devices in question could not be completed as original surgery information could not be located. Cause cannot be determined. Revision surgeries have many variables including numerous patient conditions that contribute to the event taking place. No action was taken as a result of this complaint. If complementary information is provided, this case could be reopned for further investigation. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.